Manufacturer narrative:
Follow-up # 1 date of submission 10/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 9/13/2016 with the following findings: a review of the black box and alarm history showed a cs 064 call service alarm. This alarm was duplicated during the investigation. The pump failed the 24 hour basal program test and the rewind, load, and prime test because of the alarm. The pump case was removed, and the motor flex connector was observed to have failed due to moisture damage. The motor of the pump was not working due to moisture damage. Further testing could not be completed due to the moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the pump was emitting call service 064 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.